Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Noise could be reproduced with provocative testing. Lead damage was suspected but could not be confirmed during diagnostic imaging. The patient was stable and will continue to be monitored; there were no adverse consequences.